Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a small bore sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment, the foot of the prostyle was unable to be closed completely. There was resistance felt when attempting to remove the device so a vascular surgeon performed cut down surgery to remove the device. It was noted during the cut down that the foot of the device had a piece of calcium trapped under it which caused the foot not to close completely which contributed to the resistance. There was a reported clinically significant delay in the procedure due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.